Event description:
It was reported that the cable couldn`t removed from the one sided cable tensioner.

Manufacturer narrative:
An event regarding difficulty removing cables from a dall miles one sided tensioner was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned with a portion of a cable retained in the device. The cable was jammed in the tension jaws, the inspection determined the jaws were jammed due to user misuse. Once the cable was freed the device was found to be fully functional. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the investigation determined the cable could not be removed from the tensioner due to user misuse, specifically failure to completely loosen the tensioner prior to attempting to remove the cable. This damaged the cable and prevented further attempts to loosen the device. After disassembling the tensioner and removing the retained cable fragment the device was found to be functional.

Event description:
It was reported that the cable couldn`t removed from the one sided cable tensioner.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.